Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: insufficient information. Source: email.

Event description:
Reported multiple false positve results on sofia flu+sars. Unknown whether it was on flu a, flu b, or sars. Unknown the number of false positives. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.